Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). The pacing rate in the atrium was accelerating when in safer pacing mode. Method (other): since the device remains implanted, the programmer files were reviewed. Results (other): they files a high atrial rate; however, no explanation could be found in normal device operations to explain atrial pacing above the basic rate. A hardware reset followed by a re-initialization of the device was recommended. Reportedly, the device was accelerating the pacing rate in the atrium, when rate response was operating in safer pacing mode. This event was observed despite the pt was totally at rest without any hyper ventilation. Expertise files were retrieved and analyzed. Real time data files showed: a high spontaneous atrial rate, around 110 min-1; for some of these tests, the rhythm in the atrium became paced after a while, still at a high rate. Considering the pt was totally at rest during these tests, no explanation could be found in normal device's operations to explain atrial pacing above the basic rate. Therefore, on 29 october 2008, the following recommendations were provided: a hardware reset followed by a re-initialization of the device should be performed (the goal of this operation is to restore embedded software normal operations in case the integrity of the embedded software is suspected). Several tests with different configuration of the rate response should be performed, in order to confirm normal device operations. No info regarding this recommendation was provided until now. Therefore, no further analysis of this event could be performed, and no final conclusion could be drawn.

Event description:
Reportedly, the device was accelerating the pacing rate in the atrium when rate response was operating in safer pacing mode. This was observed even when the pt was at rest. The device remains implanted.